Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, the tissue pad broke. It did not fall into the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.